Manufacturer narrative:
(B)(4). Device analysis of lead model 3778, lot # v010390 showed that all of the conductor wires were broken 15 cm from the distal end. Both the proximal and distal ends were intact and undamaged. The outer insulation was melted (suspected cautery artifact). All circuits were found to be opened. Device analysis of lead model 3778, lot # n0037117 showed no anomalies and was functionally okay. The continuity was acceptable and no short circuits were seen.

Event description:
It was reported that the pt experienced inadequate stimulation coverage. High impedances were measured and the neurostimulator was unable to be effectively reprogrammed. A broken lead was suspected and was replaced. The pt recovered without sequelae.